Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for aviva system 1. Reference medwatch with (B)(6) for aviva system 2. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: hi (result > 33.3 mmol/l) aviva system 1 and 7.6 mmol/l (aviva system 2) results were obtained using the same strip lot and same strip vial. Customer had taken insulin approximately 2 hours prior to these results based on a result from aviva system 1 of 7.7 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.